Event description:
It was reported that this insertable cardiac monitor (icm) last transmission was over 2 years ago. The healthcare provider indicated that they think that the battery depleted two years after initial implant. The healthcare provider will follow-up with the patient to check if they want their icm replaced. The icm remains in service and no adverse patient effects were reported.

Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form contains an additional code - k193473, k210608; both reported here as it exceeded character limit for designated field.

Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form contains an additional code - k193473, k210608; both reported here as it exceeded character limit for designated field. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue or new patient harm. Analysis of available information did not identify a specific complaint cause. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of communication or transmission issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established."

Event description:
It was reported that this insertable cardiac monitor (icm) last transmission was over 2 years ago. The healthcare provider indicated that they think that the battery depleted two years after initial implant. The healthcare provider will follow-up with the patient to check if they want their icm replaced. The icm remains in service and no adverse patient effects were reported.